Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer's mother complained of discrepant inr results from a coaguchek xs meter with two test strip lots. The meter serial number was not provided. The result from the meter and test strip lot 32264213 was 4.3 inr. The result from the meter and test strip lot 27216313 was 3.0 inr. There was no allegation of an adverse event. This medwatch will cover test strip lot 32264213. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 27216313.